Event description:
"Mainframe operation, early 2008 -- l3-l5 bisegmental instrumentation without interbody fusion. Pt was supposed to get alif cage in second intervention. F/u 3[?]17 - no problems. At 2nd f/u 04/14, x-ray shows broken rod. Surgeon asks for investigation of rod."

Manufacturer narrative:
A 300 mm long straight rod was rec'd and confirmed to be broken in two (2) sections. The broken ends have considerable wear, appearing polished, which suggests that the broken ends were rubbing together for some period of time. Although the report states that it was used in a two-level procedure (which would have required three screws per rod), there are indentations from four (4) screws along the length of the rod - one of which is not in line with the other three, indicating sub-optimal placement. Four points of screw attachment would suggest a three-level procedure, not a two-level, as reported. The rod fracture occurred just to one side of one of the middle screws. We also noticed no evidence of rod contouring or curvature. A review of prod lot records indicated that the material from which the rod was made had an ultimate and yield strength which exceeded the astm f67 spec for commercially pure titanium. MFR cannot reliably determine the cause (s) of the reported condition, but notes that the lack of rod contouring in a rod of this length, and the evidence of potential sub-optimal positioning of one of the middle screws, may have created excess force to reduce the rod, increasing or concentrating stresses in the center of the rod and potentially leading to premature failure.